Event description:
The customer reported the device alarmed due to a blower temperature high failure. The customer reported the device shut down on a patient. The device was removed from the patient and replaced with another unit. There was no patient harm.

Manufacturer narrative:
The blower assembly and the gds assembly were returned to the manufacturer for failure investigation. The blower assembly & gds assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly & gds assembly. A replacement device was provided to the customer.

Manufacturer narrative:
Updated .